Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis cannot be completed. A service history review revealed no previous service events were related to the reported condition. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review was performed and revealed no issues that could have caused or contributed to the reported condition. A service history review will be performed. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient experienced shortness of breath and fluid retention coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the events. No additional information is available.